Manufacturer narrative:
The surgeon reported that the right sagittal split osteotomy failed, and the occlusion came loose during the original implant surgery. The surgery removed the implants and placed revision devices. Multiple MDR's were filed for this event (see associated report 2031049-2020-00068).

Event description:
The patient's left tmj devices were removed and revised due to malpositioning secondary to failed sagittal split osteotomy on the contralateral side.